Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal rate was set at 1.48 units of insulin per hour and should be 1.45 units of insulin per hour. Customer stated they accidentally set the basal rate incorrectly. Tandem technical support guided the customer through adjusting the basal rate. Customer's blood glucose level was 80 mg/dl.